Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated as it passed the accuracy test. However, it was found that the dso seal was bubbled. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1: phone ext # (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error: infusion can't run, change multiple tubing attachment error keep coming on the screen. There was unknown patient involvement.